Event description:
It was reported the pt complained of nausea and abdominal pain/tightness. The pt had gi and orthopedic consultations regarding the issue and was advised to leave stimulation off. His abdominal pain allegedly persisted when stimulation was off and his nausea was treated with scopolamine. Follow-up identified the pt's system was removed due to the issue. It was reported the abdominal pain had not resolved postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.